Event description:
Diagnosed with latex allergy. Rptr presently is not working and now the elastic in undergarments is causing swelling and skin discoloration of area exposed. Rptr is afraid to have dental work done since dentists do not have latex free office.